Event description:
It was reported by service report that the foot end brakes are not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake adjuster, brake cam.